Event description:
Medtronic physio-control is investigating the observation of three device failures during the mfg process that were resolved by replacing the relay, k1, on the biphasic main board assembly. The relays were observed to be stuck in the closed position. Failure of this relay could cause inhibition of defibrillation energy delivery. There have been no confirmed failures for this issue in distributed products.